Event description:
New information received notes the device was explanted. The patient was stable.

Manufacturer narrative:
Device was returned due to complaint of premature battery depletion. Device was returned at end of life (eol) level and could not be interrogated. Session record were obtained and analyzed and no anomaly was noted. Device was cut open and battery measured to verify device at end if life (eol) level. A longevity calculation was performed and found the battery depletion was normal based on the device usage.

Manufacturer narrative:
Additional information: h6 - type of investigation, investigation findings, and investigation conclusions.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed premature battery depletion on the insertable cardiac monitor (icm). No changes or interventions were performed. The patient condition was unknown.